Event description:
It was reported that the patient experienced a "surging" sensation when pushing on the patient's back. A fluoroscopy was performed and showed that the lead "migrated up." The impedance readings were noted to be normal. No further details, patient symptoms or outcome were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).